Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6); h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that there was a localizer faulted error appeared. The issue occurred pre-operative, during the verify instruments. There was no reported impact to patient outcome and a reported delay of less than 1 hour. The representative performed troubleshooting. They logged into nditoolbox, and there were some errors. The errors were bump detector battery faulted, bump detected, and storage temperature exceeded. They cleared the errors and verified accuracy.